Event description:
Neonate was extubated from ventilator and placed on long prongs for approximately four hours. Because of patient agitation, the neonate was changed to short prong CPAP (continuous positive airway pressure). Nurse reported bruising of neonate's septum fifteen hours later in care notes and again in shift report. The day shift nurse noted that it was not a bruise, but necrotic tissue found during cares. The CPAP was removed from the neonate, and orders received from md to change therapy to nasal cannula. Neonatalogist contacted risk on regarding this outcome. Neonate may require some surgery in future to repair depending on healing process. The respiratory therapy department has discontinued use of this type of delivery system and will use an alternative.